Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The bag was received disengaged from the device and with the string cut. There was no damage to the bag and the bag was properly cinched. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received the device was able to be removed from the patient without issue. The specimen did not fall into the patient when the bag was torn.

Manufacturer narrative:
(B)(4). Should additional information become available, the file will be updated.

Event description:
According to the reporter; during a laparoscopic salpingo-oophorectomy procedure, the plastic of the device bag ripped on deployment which jammed the device and made it difficult to remove from inside the patient. To correct the condition, the surgeon opened a new one which functioned correctly. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500 cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment or specimen fell into the patient.